Event description:
Event description guidant received information that, during an attempted implant, the distal electrode and distal portion of this left ventricular lead became separated from the rest of the lead. This occurred when the lead was pulled back through the guide catheter. The distal portion of the lead stayed in the patient's body. The distal portion was able to be snared out of the patient's body. The lead has been returned for analysis.